Event description:
It was reported that the pump indicated a data log corruption. No specific blood glucose level information was available, making it unclear if there was an adverse impact on the customer¿s blood glucose level. The pump was plugged in and started successfully during a follow-up, indicating some operational recovery, and a replacement pump with a different serial number was arranged for the customer.